Event description:
In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 10 months. The reason for explant is unknown. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details have been provided.

Manufacturer narrative:
Per the healthcare provider's response, this device was explanted due to prosthetic mitral valve endocarditis with (B)(6), status post mitral valve replacement and aortic root replacement for mrsa endocarditis. Per the op report, the patient is (B)(6) diabetic hypertensive male, with longstanding history of end-stage renal disease, on hemodialysis with multiple episodes of staph sepsis, status post several back surgeries, again complicated by (B)(6) wound infections. He was seen approximately 1 year ago with severe endocarditis involving aortic and mitral valves. Underwent aortic root replacement and mitral valve replacement from which he had done well. Since that time, he had been on doxycycline, rifampin for suppressive therapy. However, he had developed apparent episodes of (B)(6) from infection involving angio access. He presented now with fever, leukocytosis and echocardiogram showing a near encasement of mitral prosthetic valve with vegetations which extended up the left atrial wall. The aortic valve did not appear to be involved. However, periannular abscesses could not be definitively ruled out. Blood cultures were positive for mrsa and, in view of these findings, it was elected to take him back to surgery for redo sternotomy, redo mitral valve replacement and intraoperative evaluation aortic valve. Upon inspection, the mitral valve appeared to be coated with vegetations, both in the left atrial side and also in the subvalvular area. This confirmed findings of preoperative tee. The device was replaced with a new edwards bioprosthetic valve. The patient was noted to have tolerated the procedure well and was taken to the intensive care unit in stable condition. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the op report documents a history of mrsa endocarditis. This may have possibly contributed to the reported event. Unfortunately, the root cause of this event cannot be confirmed without the sample device. No further actions are possible.

Manufacturer narrative:
Device not returned. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.